Manufacturer narrative:
H3. Analysis of the first burr hole device (lot# 082m03324) found no anomaly. Analysis of the second burr hole device (lot# 082m03324) found the burr hole clip was damaged (closing notch was broken). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the surgery the burr hole clips were not working properly. When trying to put the clip of the right burrhole in place to secure the electrode inserted already the clip did not click properly on the right side. The left side burrhole was put in first with the same lot number and had no issue. The surgeon opened a new burrhole clip to fix the lead and thought it was ok when it clipped, but when they tried the right side it did not clip properly. They could not manage to clip the transparent plastic cover to work. So they opened a new burrhole with the same lot number and tried to replace the cap but it still didn't manage to clip properly. Because they had already removed the stylet of the lead and that was not working they decided to replace everything including the base, so they had to replace the lead as well as they had to remove the stylet. They opened a new burrhole, replaced the base, replaced the lead but still did not manage to close properly. At the end they used another company screw driver to fix the base tighter to the skull and to secure the burrhole using the same component of the burrhole which was last opened and this time it worked. 3 burrhole devices were used for the right side. The cause was not known. After fixing the base with the new screws the clip worked and the plastic cap clipped well onto the base for the right side. There were no problems with the leads, they were only replaced due to the nature of the stylet in the leads. The trajectory with the leads was confirmed to be good and no additional issues were observed. There was no issue to the patient. The surgeon had noted that they wanted the screwdriver to be ~15% longer and have the tip be magnetic so the screws held better. They used wax at the end of the tip but struggled to fit it on it. It didn't really hold well and they didn't want to use the plastic holder holding the screw in. They removed the screw from the plastic holder to use them.

Manufacturer narrative:
Continuation of d10: product ID b32000 lot# 082m03324, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type accessory product ID b32000 lot# 082m03324, product type accessory product ID b32000 lot# 082m03324, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the surgery the burr hole clips were not working properly. When trying to put the clip of the right burrhole in place to secure the electrode inserted already the clip did not click properly on the right side. The left side burrhole was put in first with the same lot number and had no issue. The surgeon opened a new burrhole clip to fix the lead and thought it was ok when it clipped, but when they tried the right side it did not clip properly. They could not manage to clip the transparent plastic cover to work. So they opened a new burrhole with the same lot number and tried to replace the cap but it still didn't manage to clip the lead properly. Because they had alread removed the stylet of the lead and that was not working they decided to replace everything including the base, so they had to replace the lead as well as they had to remove the stylet. They opened a new burrhole, replaced the base, replaced the lead but still did not manage to close proplery. At the end they used another company screw driver to fix the base tighter to the skull and to secure the burrhole using the same component of the burrhole which was last opened and this time it worked. 3 burrhole devices were used for the right side. The cause was not known. After fixing the base with the new screws the clip worked and the plastic cap clipped well onto the base for the right side. There were no problems with the leads, they were only replaced due to the nature of the stylet in the leads. The trajectory with the leads was confirmed to be good and no additional issues were observed. There was no issue to the patient. The surgeon had noted that they wanted the screwdriver to be ~15% longer and have the tip be magnetic so the screws held better. They used wax at the end of the tip but struggled to fit it on it. It didn't really hold well and they didn't want to use the plastic holder holding the screw in. They removed the screw from the plastic holder to use them.